Manufacturer narrative:
B3: date of event is estimated. The unit caused an oxygen error, and the complaint was confirmed with the contaminated zeolite & blocked feed port assembly. Zeolite absorbed too much moisture causing the column to get contaminated. The muffler filled with dust and blocked the feed port assembly. Contaminated zeolite and blocked feed port caused the high power, low internal & low external. Data log notified the patient 02 was low and needed to replaced column. Sensor block leak due to overtightening cannula barb. Motherboard j20 burn overcurrent due to low voltage. Leaking product manifold. Debris stuck under the check valve caused the product manifold leaking.

Event description:
It was reported that the device was providing less oxygen than it should. As a result, the patient was sent to the hospital due to getting a headache from not getting enough oxygen. No further information is available as the patient declined further follow-up.